Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tube of a minicap transfer set was cracked. This issue was identified during use with patient involvement. The transfer set had been in use for about one month. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with naked eye with a cracked main body and broken occluder feet noted. Functional testing, including leak testing, clear passage testing, and clamp function testing, was performed. Leak testing and clamp function testing failed due to broken occluder feet causing a leak through the closed sleeve. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported problem was verified. The cause of the broken occluder feet was not determined. Should additional relevant information become available, a supplemental report will be submitted.